Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and the hygiene microbiological investigation report. Three attempts were performed to obtain the cleaning, disinfection, and sterilization of the scope instructions but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated which found a technical defect such as the light guide tube was kinked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Event description:
It was reported by the olympus representative, the evis lucera elite gastrointestinal videoscope tested positive for forty-four (44) colony forming units (cfus) if enterobacter cloacae non fermenter species. The scope had been returned from olympus for having failed two (2) culture tests for a high total viable count (tvc). The scope was not put into use after the scope had been returned from olympus. However, the scope was retested before being put into use. The scope had failed again due to high tvc counts and was isolated then retested again. The scope had failed again with a high bacteria count. Inspection prevention and control within the hospital were aware of issue. The details of the procedure that followed the test were unknown except that there was no surgical delay. The scope was manually cleaned and then reprocessed in a wassenburg automated endoscope reprocessor (aer). The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.